Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support. While on support, the patient went into ventricular tachycardia, at the time no a-line in place, no pulses, cardiopulmonary resuscitation initiated. After return of spontaneous circulation, impella placement alarm in aorta. Bedside echo was done, inlet at aortic valve with pigtail still in ventricle. Impella was 6 cm, was then pulled back to 3.5 but appeared to be against the left ventricular wall. Repositioning was unsuccessful. The impella pulled back to the aortic valve and attempted to advance with no luck. Pump was removed and replaced using side port. The patient survived the event.

Manufacturer narrative:
The investigation of positioning issues and tachycardia has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the tachycardia was not determined. The root cause of the positioning issue was most likely use related to improper technique.